Event description:
It was reported that the customer received a replacement pump, and it wouldn't power on due to customer pressing the wake button. The customer's blood glucose (bg) level was read as high on bg meter. Reportedly, the customer administered a correction injection to address elevated bg level and continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.